Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during use. The power on the device was cycled. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.